Event description:
It was reported that during implant, a subcutaneous pocket was created, and a puncture was done while viewing both the contrast images and live fluoroscopy for the right ventricular (rv) lead placement. Since the test results were good, suturing was performed and the procedure moved to the atrial side. A puncture was also performed for the atrial side under fluoroscopic guidance, but significant bleeding occurred from the wound, and the exact source could not be identified. The rv lead was removed, and after about 40 minutes of hemostasis, the procedure was cancelled. The patient's vital signs remained stable. It was the physician¿s opinion that the thoracoacromial artery may have been injured, but it was unclear whether this occurred at the time of puncture or when the rv lead was advanced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.